Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. Customer declined further troubleshooting. Customer stated that the insulin pump did not working. Customer put a battery in the insulin pump got the number 6 and then battery out limit alarm. Customer reports alarm did not occur during manual prime. The device will not be returned for analysis.